Event description:
I had lasik and when the dr was doing my right eye the pain was terrible and I told him but was informed everything was ok. He did the other eye and I felt nothing. The right eye was very blurry from day one and eventually I had to go back and had to have surgery on the eye again. Now almost ten years later I am having constant pain in this eye.